Event description:
The deroyal cmc vascular pack was opened and upon inspection the suction tubing that was present in the pack appeared to be contaminated with something brown. Did not look like something that should to be in there, something foreign. The pack was broken down and the case was reset up prior to the patient ever entering the operating room.